Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient reported no device found. Agent reviewed message and had patient connect the recharger and tap recharge. Passive recharge mode displayed with 94-94-95 and green light flashing. Agent reviewed instruction as well as charge duration and advised patient to continue charging implant to full. Patient commented they have been in this cycle for months trying to get the implant to charge and it would not charge and would still come up as not found. Patient added when it does work they always have to lay down and can't do anything else while charging. Patient noted they have eds and repeated that they had the first ins replaced because it would float from their butt cheek up to their spine and this one is starting to do the same thing. Patient commented the scar tissue still hurts from the ins constantly flipping and turning.

Event description:
(B)(4)-previous ins flipping/lead cut/kinked]: information was received from a patient (pt) regarding an external device. External device serial numbers not obtained at time of call. Pt did not have equipment with them. The reason for call was patient states for several months they have been trying to charge the ins and the controller will show that it cant find the ins. Pt states the controller is fully charged. Pt states they spoke to the mdt rep last thursday or friday over the phone and the rep said to call and get the recharger (rtm) replaced to make sure the issue is not an external issue. Agent reviewed mdt has troubleshooting steps that have to be done to replace items. Pt does not have any of the external device with them at the time of the call and states they will call back. Pt then states they have ibs and "since implant" the ins has been flipping around and moving so much that the ins implant site is always bruised. Agent reviewed if pt knows the ins is flipping, it would be recommended for the pt to follow up with the managing physician to have the ins interrogated instead of having external devices replaced knowing that if the ins has flipped the c ontroller will not find the ins. Agent redirected to managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.